Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 600 mg/dl. The customer stated their current blood glucose was 508 mg/dl. Customer treated their blood glucose with a bolus. The customer also reported they were hospitalized for low blood glucose in the past. The customer reported their blood glucose declined to 48 mg/dl during this event. Customer treated their blood glucose with a soda. Troubleshooting did not find any issues with the customer's insulin pump or infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.